Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported during patient use on the avea ventilator. The ventilator stopped ventilating and displayed high peak pressure alarms. The customer reported no harm or injury to the patient.